Event description:
It was observed that during the device evaluation the coating of the connecting tube was peeling off of the fiberscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, d8. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the coating at the insertion tube was peeled off, likely due to the stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The instructions for use states the inspection method associated with the event in "chapter 3 preparation and inspection 3.2 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.